Event description:
New information notes that the device was reprogrammed.

Event description:
It was reported that the patient presented in clinic for routine follow up. Upon interrogation, inappropriate auto mode switch episodes due to noise on the atrial lead were noted. No patient symptoms or additional information was reported.